Manufacturer narrative:
The hill-rom technician found one slingbar latch had come out of its place and was slightly damaged. He also noticed that the sling used was not manufactured by hill-rom liko. The instruction guide for golvo, (B)(4), states "using lifting accessories other than those approved can entail a risk." A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the damaged latch to resolve the issue and in-serviced the account on the importance of using only approved combinations of lifting accessories manufactured by hill-rom liko. The technician also noted on the lift to only use the lift with slings manufactured by hill-rom liko. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during the transfer of a patient from the bed to a geriatric chair, the slingbar tilted to one side causing the latch to come out of place and the sling loops to unhook from the slingbar. The patient fell and sustained a fracture to her right clavicle. The lift was located in room 105 at the account. This report was filed in our complaint handling system as complaint # (B)(4).